Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited p wave oversensing leading to inappropriate high voltage therapy. Secure sense was switched to passive. The lead was pulled back by patient manipulation. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.